Event description:
It was reported that the compressor had no voltage on the output side. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with the compressor - compressor mini 230v 50hz. The claimed issue was related to defective transformer. There was no patient harm. The device failed to meet its specifications. It can be concluded that the device caused/contributed to the reported issue. Identification of issue has been done by analyzing problem description. It was found that there was no voltage on the output side and the issue was related to the transformer. Despite several reminder, we didn't receive the defective transformer for investigation. Therefore, the root cause for the transformer failure has not been determined. The transformer used is a toroid transformer. The same transformer is used in the 115 v and 230 v versions, but the electrical connection of the transformer differs. The transformer is fitted with a non-resetting thermal switch that will disconnect the current through the transformer if it is overheated. There are two 115 °c non-re-settable thermal over-temp fuses, one in each winding. This event occurred on tanzania market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided d4 serial # and h4 device manufacture date in the initial report, correspond to device involved in the event, which is "compressor mini 230v" . A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected unique identifier (UDI) #: (B)(4). Catalog # - previous catalog #: 6481787. Corrected catalog # for the compressor mini 115v is 6481779. Event site country has been corrected from ghana to tanzania.

Event description:
Manufacturer's ref. #: (B)(4).